Manufacturer narrative:
The na and cl electrode lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for na electrode (na) and cl electrode (cl) on a cobas 6000 c (501) module. Patient 1 initial na result was 127 mmol/l. The repeat result was 140 mmol/l. The initial cl result was 114.9 mmol/l. The repeat result was 103.4 mmol/l. Patient 2 initial na result was 122 mmol/l. The repeat result was 134 mmol/l. The initial results were reported outside of the laboratory where the doctor questioned them and requested repeat testing. The repeat results were believed to be correct.

Manufacturer narrative:
The field service engineer (fse) did not find a cause for the event. The fse decontaminated the instrument, checked rinse levels, and replaced a broken hood hinge assembly. Photometer and ise checks were acceptable; the instrument was operating within specification. Calibration was last performed on (B)(6) 2023. There were no alarms, however, the calibration slope appeared to be high for na. Qc was acceptable. There is no indication of a reagent performance issue. The customer did not complain of any further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.